Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 89 mg/dl and their sensor glucose read 54 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer was also unable to confirm if they had a bent sensor during troubleshooting. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.